Event description:
It was reported that a malfunction alarm occurred, and that the issue was also related to malf 16 field correction notice. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.